Event description:
Additional information became available that this device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this patient has noise on their right atrial (ra) lead and several sudden brady responses stored in their device. The patient also complains of syncope where they fall and hit their head and have been experiencing this for a month or more. It is undetermined what the cause for syncope is, and if it is related to the noise or cardiac in nature. All other ra lead measurements were within normal ranges. Also noted the patient had several premature atrial contractions, but nothing else out of the ordinary was noted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.